Event description:
According to the reporter: a (B)(6)-year-old woman presented with a 1.7-cm invasive ductal carcinoma in the lower inner quadrant of the left breast. She underwent bcs with immediate mesh insertion. The tumor was triple negative and estrogen, progesterone, and human epidermal growth factor receptor-2 were all negative. We used soft-knitted polyester mesh (parietex composite; covidien, (B)(6) for reconstruction. After surgery, a CT scan was performed to obtain cross-section images of the operation site for planning of radiation therapy. Most compellingly, breast ultrasound revealed internal morphology of the meshwork in detail. Surgical excision was performed, and mesh and inflammatory tissues were removed. The removed gross specimen showed that the embedded mesh was well preserved with characteristic regular pores within the breast. On pathologic examination, nonabsorbable mesh fibers and multinucleated giant cells ingesting the mass are noted. These findings are compatible with abscess formation with fibrosis and foreign body reaction.

Manufacturer narrative:
(B)(4).